Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a physician from (B)(6) of peritonitis in a patient coincident with dianeal and extraneal therapies for renal failure chronic. Dianeal and extraneal therapies were ongoing. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date, the patient was diagnosed with lowered resistance caused by fatigue. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. On (B)(6) 2012, the patient was treated with vancomycin and ceftazidime hydrate (ip) until (B)(6) 2012. Peritonitis was due to the patient's lowered resistance caused by the fatigue. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.